Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed motor communication error more than once. The alarm history was checked to confirm the alarms. Blood glucose value was 205 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was monitored with no unexpected alarms noted. The pump passed the displacement test. The vibrator motor was not working during the self test due to a broken vibrator motor wire. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.